Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device history record (DHR) summary: a DHR review for the reported glaucoma treatment system serial number (B)(4) confirmed that the unit was manufactured in lot number 61497. This unit passed all specifications and was an accepted unit with no non-conformance for this unit or for this lot. The injector was traced to implant serial number (B)(4). The records show that the implant passed all specifications and was an accepted unit with no non conformance for this unit or for this lot. Device labeling: precautions, the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use.

Event description:
Physician reported "flattening in the xen implant (lumen)" was noted during the implanting surgery. The device was explanted on the same day. The device made contact with the left eye but did not cause any patient injury.